Manufacturer narrative:
Continuation concomitant: product ID: a2dr01 ipg, implanted: (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead had chronic high thresholds and loss of capture and a heart rate in the 20's was observed. A remote transmission and an in person interrogation were done and loss of capture was not indicated. The rv lead remains in use. No patient complications have been reported as a result of this event.